Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37761, product type: recharger.

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported the recharger wasn't charging or recognizing it was plugged in even though the connector pin wasn't loose and multiple outlets had been tried. On (B)(6) the consumer developed some pain and stated they only received the recharger but needed the desktop charger as well.

Manufacturer narrative:
Analysis of the desktop charger (s/n (B)(4)) found the connector pins on the cable assembly were broken. Conclusion code applies to the desktop charger along with the result and method codes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.